Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to disassociation of the liner. Components not revised prtl0028 profemur tl stem size 8 lot 0701164268.